Manufacturer narrative:
Device evaluation: failure investigation (fi) lab received the sensor pcba for evaluation. Visual inspection of the returned sensor pcba revealed no evidence of damage or contamination. Fi technician installed the sensor pcba into the fi test ventilator. Functional integrity on ac power and backup battery test was performed no failures were identified. Therefore, the reported problem could not be confirmed. Root cause: root cause for the reported issue could not be determined due to no problem found on the returned sensor pcba.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of flow sensor failure. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user. Patient's information has been requested.

Manufacturer narrative:
Through follow-ups, customer indicated that they do not have patient's information.